Manufacturer narrative:
Date: (B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, patient was last seen in clinic (B)(6) 2012. At that time, the device predicted 78 months until elective replacement indicator (eri). On (B)(6) 2013, the device predicted 7 months until elective replacement indicator (eri), which was not expected.